Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a sparc system on or about (B)(6) 2011 to treat her stress urinary incontinence and/or pelvic organ prolapse. It was alleged the plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, vaginal erosion, hardening, worsening dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence, additional surgery, and permanent injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.